Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter was placed inside of a labor & delivery patient. The balloon of the lubricath foley catheter was unable to be deflated with a syringe. The foley tubing was cut and the balloon did not spontaneously drain. A needle was inserted into the balloon channel and the balloon still did not deflate. The foley balloon was repositioned to allow delivery. Another attempt was made to deflate the balloon by inserting a needle into the balloon channel and cutting the tubing; the balloon did not deflate. A needle was inserted through the bladder wall into the balloon, which successfully deflated the balloon. Upon inspection it was found that the lumen near the balloon was partially blocked by surrounding tubing material. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was placed inside of a labor & delivery patient. The balloon of the lubricath foley catheter was unable to be deflated with a syringe. The foley tubing was cut and the balloon did not spontaneously drain. A needle was inserted into the balloon channel and the balloon still did not deflate. The foley balloon was repositioned to allow delivery. Another attempt was made to deflate the balloon by inserting a needle into the balloon channel and cutting the tubing; the balloon did not deflate. A needle was inserted through the bladder wall into the balloon, which successfully deflated the balloon. Upon inspection it was found that the lumen near the balloon was partially blocked by surrounding tubing material. No patient injury reported.